Event description:
It was reported that an altitude alarm occurred while the customer was not outside of labeled operating altitude range. Reportedly, an obstruction was blocking the speaker holes. The customer's blood glucose was xx mg/dl. After removing the obstruction from the speaker holes and reloading the cartridge the alarm cleared.